Event description:
Customer reported an issue with the alarms at the panorama central station, which may hae affected pt telemetry monitoring. No pt injury reported.

Manufacturer narrative:
The customer reported the issue occurred after cleaning the display. Company representative instructed the customer to turn off the display during cleaning, which was determined to be the cause of the issue.